Manufacturer narrative:
The investigation of the returned valve did confirm the problem reported by the customer. The valve was visually inspected and confirmed that the base of the needle chamber was missing. The base of the needle chamber was not returned for investigation. It was not possible to determine the reason why the base of the needle chamber came away. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause of the problem reported by the customer could not be determined as the base of the needle chamber was not returned with the valve. If the base does become available the complaint will be reopened and investigated.

Event description:
When removed the valve form patient, the back plastic of reservoir bag was broken.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.